Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf and an irrigation issue occurred during use on the patient. No irrigation came out of the catheter. The catheter was tried to be flushed before inserting it into the patient but no water came out. Then it was tried manually with a syringe but it felt obstructed and no liquid came out of the catheter¿s irrigation holes. There was no patient consequence reported. Additional information was received on (B)(6)2024. This issue was not noted before the device was used on the patient. Initially before inserting into the patient, the catheter flushed properly. The caller was informed by the physician that it was after the first ablation attempt that the ablation was stopped because the temperature rose too fast, and then he noticed the luer connection of the catheter irrigation was disconnected, which means no irrigation was passing through. The initial problem was an accident where the irrigation luer lock of the catheter got disconnected. But the failed suspect is the catheter since it could not flush manually with a syringe either. There was no error from the pump. The initial error was because the irrigation was not attached, and when the catheter was removed from the patient to confirm irrigation, there was no flush. It was not possible to pump anything because it was occluded. Tried manual flushing with a large syringe and pressure. Without any different result than from the pump. Therefore, they replaced the catheter and managed to finish the procedure. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of ablation. The pump performed perfectly. This irrigation issue was originally considered non-reportable, however, bwi became aware that this irrigation issue occurred during use on the patient on (B)(6)2024 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf. No irrigation came out of the catheter. The catheter was tried to be flushed before inserting it into the patient but no water came out. Then it was tried manually with a syringe but it felt obstructed and no liquid came out of the catheter¿s irrigation holes. There was no patient consequence reported. Additional information was received. This issue was not noted before the device was used on the patient. The bwi product analysis lab received the device for evaluation on 19-sep-2024. The device evaluation details: the device was returned to biosense webster, inc. For evaluation. A visual inspection, pump and pressure gage test of the returned device were performed in accordance with biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the catheter failed the test. There was no flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub and the wire got stuck at the tip area. Finally, tip was dissected and the irrigation tube was inspected. It was found that the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).